Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. The patient did not receive inappropriate therapy during the oversensing. The rv lead was explanted. The patient was stable.